Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Concomitant products: atrial st jude lead, implanted: unknown; unknown lv lead implanted: unknown.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion as a result of right ventricular (rv) lead high threshold,. The rv lead was also explanted and replaced. During the revision procedure, the rv lead was damaged by the electrical knife which resulted in insulation defect and exit block. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.